Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd accuri¿ sheath under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that there is a sheath level error and sheath fluid leak. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Spoke with customer and she explained that the instrument was experiencing sheath level errors so when the customer went to fill the sheath bottle they noticed sheath fluid on the bench under the instrument. When the customer looked inside the instrument they noticed a line was detached from the inline filter so the customer re attached the line and secured it. When they started the instrument the customer stated that the instrument began to vibrate and then the line began to leak again. Customer shut down the instrument and called bd. I will reach out to a few accuri specialist and discuss the issues and then call the customer to provide some course of action to resolve the issue.

Event description:
Hold ms 10/19 it was reported while using bd accuri¿ sheath under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that there is a sheath level error and sheath fluid leak. Was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? Yes 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath 5. What is the source of leak/spill? (Waste or non-waste line) non waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no spoke with customer and she explained that the instrument was experiencing sheath level errors so when the customer went to fill the sheath bottle they noticed sheath fluid on the bench under the instrument. When the customer looked inside the instrument they noticed a line was detached from the inline filter so the customer re attached the line and secured it. When they started the instrument the customer stated that the instrument began to vibrate and then the line began to leak again. Customer shut down the instrument and called bd. I will reach out to a few accuri specialist and discuss the issues and then call the customer to provide some course of action to resolve the issue.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, (B)(6) . Problem statement: customer reported a complaint regarding a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6)2020 to (B)(6) 2021. Complaint trend: there are 4 complaints related to the issue of a spray of fluid not contained within the instrument. Date range from (B)(6) 2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument could not be determined. The customer initially reported that the loaner instrument they had from the repair depot was experiencing sheath level errors and a leakage within the instrument from a detached line. The tsr (technical service representative) responding to the complaint sent the customer a user guide for performing a preventative maintenance, but the instrument continued to leak. The customer¿s original instrument was eventually returned to them, though the loaner instrument was not returned to depot repair. No parts were requested for evaluation, and the customer did not report any further issues regarding this instrument since they switched to their original instrument. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage and the leaked fluid was sheath. Additionally, though there was a spray of fluid outside of the instrument, the pressure of the spray was not to a degree to significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order (B)(4) install date: n/a defective part number: n/a. Case comments: o (B)(6) 2021, 10:00am): sheath level error o (B)(6) 2021, 4:21pm): spoke with elena and she explained that the instrument was experiencing sheath level errors so when the customer went to fill the sheath bottle they noticed sheath fluid on the bench under the instrument. When the customer looked inside the instrument they noticed a line was detached from the inline filter so the customer re attached the line and secured it. When they started the instrument the customer stated that the instrument began to vibrate and then the line began to leak again. Customer shut down the instrument and called bd. I will reach out to a few accuri specialist and discuss the issues and then call the customer to provide some course of action to resolve the issue. O (B)(6) 2021 2:27pm): spoke with (B)(6) and she will use the pm procedure and she will replace the inline filter per the instructions and she asked if we follow up tomorrow at 1430 pst. I will be sending the c6 plus users guide as well as the pm procedure. O (B)(6) 202112:17pm): (B)(6) performed the pm and the leaking has stopped from the in-line filter but she is seeing leaking from the sip. (B)(6) will try a few back flushes and then the hot water flushes x 3 elena asked if we could follow up in 30 minutes and I will comply. Emailing the hot water flush procedure as well as the hat trick. O(B)(6) 2021, 3:49pm): spoke with (B)(6) and the issue is still ongoing...I will be working with the customer and repair depot to get this instrument returned as this is a loaner from the repair depot. O (B)(6) 2021, 4:08pm): emailed (B)(6) repair and asked if they could reach out to the customer to retrieve this instrument. The instrument belongs to (B)(6) repair , the customer never returned the instrument after receiving their original c6 back from depot repair. Further troubleshooting is futile due to the fact that the instrument belongs to depot repair and should be returned first. I will close this call. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: part # 10000214703, rev. 5/vers. A, bd accuri c6 flow cytomerter with optional bd csampler plus risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes / no. O ID: 2.1.8. O hazard event: exposure to bio-hazardous material during preventative maintenance. O cause of event: user forgets to install waste line (after emptying waste bobttle) and spills sample waste fluid during startup. O harmful effects: exposure to bio-hazardous material. O file 660517-660517- instructions for use guide - chapter on maintenance ¿ wear suitable ppe ¿ biological safety ¿ safety and limitations guide o implementation verification: mpi 7100279 ¿ mpi, assy., case, c6 ¿ 23-18014-00 bd accuri¿ c6 plus safety and limitations drawing ¿ 659605- assy, 2000ml bottle facsvia waste ¿ 659608 assembly, level sensor manifold w/ male 659605 assembly, 2000ml facsvia waste ¿ 659606 fluidics harness with shut off valves see pcyt-648 o effectiveness verification: same as implementation verification o probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument could not be determined. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument could not be determined. The tsr assisting the customer with the issue had sent them the user guide to perform preventative maintenance on the loaner instrument. These repairs did not resolve the issue, and the tsr instead worked with the customer and depot repair to return the customer¿s original instrument. After receiving their original instrument, the customer did not report further incident. However, based on the latest case comment on this incident on (B)(6) 2021, the customer had also not returned the loaner instrument to depot repair. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is severe, s4, though there was no impact to customer health or safety.